Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and replaced by the customer. The system was also tested, found to be working as intended by the customer, and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.